Manufacturer narrative:
(B)(4). Date sent: 12/17/2021. Device analysis: the product was returned for evaluation. Visual inspection and CT scanning were conducted on the returned device. Tlc10 (blue 100mm reload) was received from internal testing with 1 staple stuck in the reload after firing on indicated porcine tissue. The staple was partially formed (¿w¿ shaped) and has evidence of staple tip contacting the anvil pocket. This deformation is possible due to high forming forces and multiple firings on tough porcine tissue. No specific cause for stuck staple can be confirmed. The reload could not be tested for functionality. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformances / manufacturing irregularities] were identified.

Manufacturer narrative:
(B)(4). Date sent: 11/16/2021. Additional information: deployed staple appearance: all properly formed aside form malform that remained stuck between driver and cartridge body. Staple line was not interrupted - single malform surrounded by fully formed staples. No patient involved - internal porcine tissue testing. The product code for this complaint is tcr10 for the reload and tlc10 for the device. The malform was found in a blue tlc100 firing during internal testing. D1, d4 and g4.

Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide the correct product code, lot or batch number for this complaints product? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.).

Event description:
It was reported that during internal testing they discovered malformed staples. No patient consequences reported. No further information is available.